Manufacturer narrative:
The sample was cerebrospinal fluid. The m-tp reagent cartridge was calibrated and qc results were within the lab's established ranges. Service was not requested. The event was determined to be a sample specific issue.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously high micro total protein (m-tp) result, which were generated by unicel dxc 800 pro chemistry analyzer. Four tubes were collected from the patient and one sample was initially tested. The m-CT test was run in parallel with glucose and since both test result was close to each other the lab requested a rerun of sample #1 along with testing of samples 2-4. The repeat and sample 2-4 were performed on the same instrument and the results were within established range. The erroneous results were reported out of the laboratory. Patient treatment was not impacted by this event.